Event description:
We received this device as part of a repair request regarding a total failure. The notification did not contain any information about an injured person. At the moment we do not have exact information about this potential incident and we have tasked our technical support to gather further information about this potential incident.

Event description:
We received this device as part of a repair request regarding a total failure. The notification did not contain any information about an injured person.